Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. No issues were found with the needle mechanism that would result in the cannula failing to deploy as intended. However, we cannot determine when the device deployed, and the reported event could not be determined. The pod could not initially reconnect to the master pdm (personal diabetes manager), and the bottom and middle batteries were depleted. Capacitor c17 was found damaged. After removing this capacitor from the pcb, the pcb could communicate with the master pdm and shelf mode current measured within specification. The investigation could not determine a relation between this finding and the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / pages 48. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient¿s bg (blood glucose) reached 263 mg/dl while wearing the pod less than 1 hour. The needle mechanism failed to work as intended during activation. Patient stated slide did not move forward, cannula was not visible when the device was removed. For treatment, patient was applying a new pod. The patient's blood glucose history is as follows: (B)(6).